Event description:
A pt reported experiencing inaccurate high results with a profile meter. The pt's blood glucose results were 359mg/dl vs lab result of 252mg/dl. Tests were done within 5 mins with a difference of 42%. Pt did not experience any adverse events. No further info has been reported.